Event description:
Patient reported that they have been using the aligners for two years and had to discontinue use due to the aligners bothering their gums especially on the bottom. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.